Event description:
It was reported that a balloon burst occurred. A 10mmx2.75mm wolverine coronary cutting balloon was used for treatment. During the procedure, it was noted that the balloon burst. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).